Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery would not charge using the tandem wall adapter and charging cable. Another wall adapter/charging cable were used and battery was charged. Customer's blood glucose was 155 mg/dl. Contact declined further assistance.